Event description:
This spontaneous case from united states was received on 05-jan-2018 from the patient this case concerns a (b(6) female patient who initiated treatment with synvisc one and after 1 day could not walk and after an unknown latency stayed in bed for three days, could not walk, chills, likely a fever, swelling in knee and pain in knee no medical history, previous medications, concomitant medications and concurrent conditions were reported. On (b(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once (indication: not provided; batch/ lot number: 7rsl021 and expiry date: unknown). On (b(6) 2017, next day, patient had severe pain, swelling, redness but no drainage at the site. Patient called my doctor on (b(6) and reported this. I was concerned. The pain got worse on (b(6) 2017. I requested pain medicine. Tylenol not working. Tramadol treatment. It provided some relief. I felt like I might not have to go to hospital but pain and swelling and redness persisted. A 101 fever, chills. Did not aspirate fluid off. She was unable to walk for a couple days. She had to use a walker. The pain was so severe, she couldn't walk or do anything. She missed work and she sit for a living and only get up to make copies. She couldn't even do that. When she had the injection, she was told that she could go back to work the next day, but she wasn't able to. The next week, we were on vacation but there was no way I could have come to work then anyway. I was still in severe pain. I returned to work on (b(6) 2017 but was still in pain. She was to have an MRI on my left knee but she was in so much pain that she didn't want to go. She wasn't able to get the MRI, but I kept the appointment. Since she was still in pain and swollen, she received a cortisone injection. About 24 hour later, she started getting some relief and the pain was less and less pain after that. She took until (b(6) before she got to where she was not using a cane. She had only been not using cane in the last few days. She was using tramadol for 7 days along with ice. She didn't know that tramadol could make you lose sensitivity. She had ice on my knee and got an ice burn. She used neosporin and wrapped it with gauze. She cried she was in so much pain. She was requesting a refund for money that she spent as a result of receiving the recalled lot. Corrective treatment: walker, cane for couldn't walk without a walker/ unable to walk; tramadol hydrochloride (tramadol), cortisone for pain, swelling; bacitracin zinc/neomycin sulfate/polymyxin b sulfate (neosporin) and wrapped with gauze for ice burn; tramadol hydrochloride for knee redness outcome: not recovered for couldn't walk without a walker/ unable to walk and knee redness; recovering for pain, swelling; unknown for rest seriousness criteria: disability for couldn't walk without a walker/ unable to walk; required intervention for pain and swelling a pharmaceutical technical complaint (ptc) was initiated and the result of the same was pending. Pharmacovigilance comment: sanofi company comment dated 11-jan-2018: this case concerns a female patient who received synvisc one injection and later was unable to walk and had pain and swelling in knee . Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.

Event description:
This spontaneous case from united states was received on 05-jan-2018 from the patient. This case concerns a (B)(6) years old female patient who initiated treatment with synvisc one and after 1 day could not walk and after an unknown latency stayed in bed for three days, could not walk, chills, likely a fever, swelling in knee and pain in knee no medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once (indication: not provided; batch/ lot number: 7rsl021 and expiry date: unknown). On (B)(6) 2017, next day, patient had severe pain, swelling, redness but no drainage at the site. Patient called my doctor on (B)(6) and reported this. I was concerned. The pain got worse on (B)(6) 2017. I requested pain medicine. Tylenol not working. Tramadol treatment. It provided some relief. I felt like I might not have to go to hospital but pain and swelling and redness persisted. 101 fever, chills. Did not aspirate fluid off. She was unable to walk for a couple days. She had to use a walker. The pain was so severe, she couldn't walk or do anything. She missed work and she sit for a living and only get up to make copies. She couldn't even do that. When she had the injection, she was told that she could go back to work the next day, but she wasn't able to. The next week, we were on vacation but there was no way I could have come to work then anyway. I was still in severe pain. I returned to work on (B)(6) 2017 but was still in pain. She was to have an MRI on my left knee but she was in so much pain that she didn't want to go. She wasn't able to get the MRI, but I kept the appointment. Since she was still in pain and swollen, she received a cortisone injection. About 24 hour later, she started getting some relief and the pain was less and less pain after that. She took until christmas before she got to where she was not using a cane. She had only been not using cane in the last few days. She was using tramadol for 7 days along with ice. She didn't know that tramadol could make you lose sensitivity. She had ice on my knee and got an ice burn. She used neosporin and wrapped it with guaze. She cried she was in so much pain. She was requesting a refund for money that she spent as a result of receiving the recalled lot corrective treatment: walker, cane for couldn't walk without a walker/ unable to walk; tramadol hydrochloride (tramadol), cortizone for pain, swelling; bacitracin zinc/neomycin sulfate/polymyxin b sulfate (neosporin) and wrapped with gauze for ice burn; tramadol hydrochloride for knee redness outcome: not recovered for couldn't walk without a walker/ unable to walk and knee redness; recovering for pain, swelling; unknown for rest a pharmaceutical technical complaint (ptc) was initiated with gobal ptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: disability for couldn't walk without a walker/ unable to walk; required intervention for pain and swelling additional information was received on 06-feb-2018 from other non-healthcare professional. Global ptc number and results were added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 06-feb-2018: the follow-up information received does not change the prior assessment of the case. This case concerns a female patient who received synvisc one injection and later was unable to walk and had pain and swelling in knee . Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.

Event description:
Couldn't walk with out an walker/ unable to walk/dysfunctional/assist gait/gait inability [unable to walk] pain/arthralgias, joint pain/bilateral knee pain/minor soreness/tenderness of medial joint line/ right knee pain/ pain as 2/10/ pain as 4/10 / increased pain/ little sore and achy/ pain as 5/10 [knee pain] swelling/joint swelling [swelling of r knee] device malfunction [device malfunction] 101 fever/pyrexia [fever] chills [chills] lose sensitivity [loss of sensation] ice burn [cold exposure injury] knee redness [injection site joint redness] chondromalacia of patella right and left knee [chondromalacia of patella] current tear of medial cartilage and/or meniscus of knee [tear of medial cartilage or meniscus of knee, current] ruptured popliteal cyst [popliteal cyst rupture] decreased strength [strength loss of] decreased functional level with activites of daily life/sport [activities of daily living impaired] sick [sickness] decreased rom [joint range of motion decreased] occsaional stiffness [joint stiffness] . Case narrative: based on additional information received on 02-jul-2018 from healthcare professional, this case became medically confirmed. This spontaneous case from united states was received on 05-jan-2018 from the patient this case concerns a 68 years old female patient who initiated treatment with synvisc one and after 1 day could not walk and after an unknown latency stayed in bed for three days, could not walk, chills, likely a fever, swelling/joint swelling and pain/arthralgias, pain/arthralgias, joint pain/bilateral knee pain/minor soreness/tenderness of medial joint line/ right knee pain/ increased pain/ little sore and achy, ruptured popliteal cyst and chondromalacia of patella in right and left knee, occasional stiffness and had current tear of medial cartilage and/or meniscus of knee. Also, device malfunction was identified for the reported lot number no previous medications, concomitant medications and concurrent conditions were reported. The patient's medical history included obese, murmur, gastroesophageal reflux disease, high blood pressure, herniated disc (l4 and l5, cervical) and seasonal allergy. The patient's family history included malignant neoplastic disease, hypertensive (mother), diabetes mellitus (father) and hypertensive and osteoarthritis (sister). The patient never smoked. The patient had allergy to codeine, toradol (drug allergy). On (B)(6) 2017 , patient received treatment with intra articular synvisc one injection at a dose of 6 ml once (batch/ lot number: 7rsl021 and expiry date: may-2020) for osteoarthritis right knee into right knee. It was reported that the knee was prepped in the usual sterile manner. Topical anesthesia was achieved with ethyl chloride. The right knee was injected without complication and a bandage was applied. The patient tolerated the procedure well. On (B)(6) 2017 , next day, (3 days following injection), patient had severe increased pain, swelling, redness but no drainage at the site. The pain got worse on (B)(6) 2017 and patient requested pain medicine. Tylenol not working. Tramadol treatment. It provided some relief. The pain and swelling and redness persisted. 101 fever/pyrexia, chills. Did not aspirate fluid off. She was unable to walk for a couple days. She had to use a walker. The patient received a cortisone injection and started pt which she has helped significantly. The doctor recommended that she continued pt and work on icing and nsaids pm swelling/pain. The doctor also explained to her that given the length of time since her synvisc one injection the risk of infection was minimal. The patient did understand to continue to monitor her symptoms and if anything changes to let the doctor know and would recheck in 6 weeks. The pain was so severe, she couldn't walk or do anything. She missed work and she sit for a living and only get up to make copies. She couldn't even do that. When she had the injection, she was told that she could go back to work the next day, but she wasn't able to. The next week, the patient was on vacation but there was no way and patient could have come to work then anyway and was in severe pain. The patient returned to work on 27-nov-2017 but was still in pain. She was to have an MRI on left knee but she was in so much pain that she didn't want to go. She wasn't able to get the MRI, but kept the appointment. Since she was still in pain and swollen, she received a cortisone injection. About 24 hour later, she started getting some relief and the pain was less and less pain after that. She took until christmas before she got to where she was not using a cane. She had only been not using cane in the last few days. She was using tramadol for 7 days along with ice. She didn't know that tramadol could make you lose sensitivity. She had ice on my knee and got an ice burn. She used neosporin and wrapped it with gauze. She cried she was in so much pain. She was requesting a refund for money that she spent as a result of receiving the recalled lot. It was reported that after discussion of the risks and benefits, the patient elected to proceed with a corticosteroid injection into the right knee. The patient had no active infections, and no relevant allergies. The injection site was prepped in the usual sterile manner. Topical anesthesia was achieved with ethyl chloride. The site was injected with 1 cc of depo-medrol 40mg/m1 and 4 cc of a mixture of marcaine 0.25% and lidocaine 1%. The injection was completed without complication and a bandage was applied. The patient tolerated the procedure well and experienced relief. The patient was given the post-injection instructions. The patient was recommended continued efforts at home therapy and weight loss. She would recheck as needed or for another injection in 3 months. On (B)(6) 2017 , patient reported that she felt sick (latency: one week) after receiving the injection. On (B)(6) 2017 , patient reported to the clinic with problems of decreased strength (latency: few days), decreased functional level with activities of daily life/sport (latency: few days) and decreased rom (latency: few days) and stated that her pain was 2/10. Upon evaluation it was found that the patients condition was progressing and improving. The patient was advised activity modifications, rest, functional training, rehabilitative assistance in form of brace/sling was also suggested. On (B)(6) 2017 , patient reported to clinic and stated that her pain was 4/10 and stated that she did not take her pain medication for the day. Csi in dec-2017 was helpful and she would like another if appropriate. On (B)(6) 2018, patient complained of occasional stiffness (latency: 3 months 7 days). On (B)(6) 2018, the patient followed up for right knee (severity: moderate) and was feeling worse. It was reported that previous injection and pt did not help. The patient was not working at all (no work excuse). It was reported that the patient noticed great improvement to knee since pt started and complained of minor soreness after pt sessions. It was reported that patient had no muscle aches, no muscle weakness, no muscle spasms, and no back pain. She reported no fatigue, no fever, no night sweats, no significant weight gain, no significant weight loss, and no exercise intolerance. She reported no dry eyes, no irritation, and no vision change. She reports no hearing loss, no difficulty hearing, and no ear pain. She reported no frequent nosebleeds and no nose/sinus problems. She reported no sore throat, no bleeding gums, no snoring, no dry mouth, no mouth ulcers, no oral abnormalities, and no teeth problems. She reported no chest pain, no arm pain on exertion, no shortness of breath when walking, no shortness of breath when lying down, no palpitations, and no known heart murmur. She reports no cough, no wheezing, and no shortness of breath. She reported no abdominal pain, no vomiting, normal appetite, normal stools, no diarrhea, no coughing up blood, and no constipation. She reported no incontinence, no difficulty urinating, no blood in urine, no frequency, no increased frequency, and no change in bowel control. She reported no abnormal moles, no jaundice, no eczema, and no rashes. She reported no loss of consciousness, no weakness, no numbness, no seizures, no dizziness, no headaches, and tolerant of heat or cold. She reported no depression, no mania/anxiety, no sleep disturbances, feeling safe in relationship, and no alcohol abuse. She reported no fatigue. She reported no swollen glands and no bruising. She reported no runny nose, no sinus pain/pressure, no itching, no hives, and no frequent sneezing. The patient had no mass, induration, warmth, erythema, ecchymosis, knee deformity, or tibial torsion and normal axial alignment and swelling. The inspection/palpation left knee showed: no mass, induration, warmth, erythema, swelling, ecchymosis, knee deformity, or tibial torsion and normal axial alignment. The primary knee joint examination showed tenderness of medial joint line. The knee pain was bilateral. It was aching, throbbing, constant with moderate severity and recurrent. The aggravating factors included upstairs, downstairs, mechanism of injury: overuse. On (B)(6) 2018, patient reported to the clinic for a routine follow up and complained that she was a 'little achy' and was unable to perform her home exercise program. On (B)(6) 2018, patient again reported to the clinic for a routine follow up and stated the she was a little sore around the knee joint. On(B)(6) 2018, patient reported to the clinic with the chief complaint of right knee pain. Depo-medrol injection of 40mg was administered to the patient after conducting routine physical examination. The injection site was prepared in a sterile manner and anesthesized with ethyl chloride, following which, 1cc of depo-medrol and 4cc of arcaine and lidocaine were injected and the patient tolerated the procedure well. On an unknown date, after unknown latency, the patient had ruptured popliteal cyst and chondromalacia of patella in right and left knee. It was reported that chondromalacia of right was greater than left knee. On an unknown date, after unknown latency, the patient had current tear of medial cartilage and/or meniscus of knee. It was reported that there was no numbness/tingling; no catching/locking; no buckling; no instability; no grinding; no weight loss; no fever/chills; no change in bowel/bladder habits; no warmth; no popping/clicking; no drainage; no ecchymosis; weakness; swelling/redness; radiation down leg. Corrective treatment: walker, cane for couldn't walk without a walker/ unable to walk; tramadol hydrochloride (tramadol), cortisone for pain, swelling; bacitracin zinc/neomycin sulfate/polymyxin b sulfate (neosporin) and wrapped with gauze for ice burn; tramadol hydrochloride for knee redness; not reported for rest. Outcome: not recovered for couldn't walk with out an walker/ unable to walk/dysfunctional/assist gait/gait inability and knee redness; recovering for pain/arthralgia, swelling/ joint swelling; unknown for rest. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented seriousness criteria: disability for couldn't walk without a walker/ unable to walk; required intervention for pain and swelling. Additional information was received on 06-feb-2018 from other non-healthcare professional. Global ptc number and results were added. Clinical course was updated and text amended accordingly. Additional information was received on 02-jul-2018 from a healthcare professional. This case became medically confirmed. The additional events of device malfunction, ruptured popliteal cyst and chondromalacia of patella in right and left knee and had current tear of medial cartilage and/or meniscus of knee were added with details. The suspect product indication and expiry date was added. The patient's medical history, allergic history was added. The event verbatim was updated from swelling to joint swelling and from pain to arthralgias, joint pain/bilateral knee pain/minor soreness/tenderness of medial joint line. Clinical course updated. Text was amended accordingly. Additional information received on 23-jul-2018 from healthcare professional. Events of decreased strength, decreased functional level with activities of daily life/sport, sick, occasional stiffness and decreased rom added with details. Event verbatim updated for events of pain/arthralgias, joint pain/bilateral knee pain/minor soreness/tenderness of medial joint line to pain/arthralgias, joint pain/bilateral knee pain/minor soreness/tenderness of medial joint line/ right knee pain/ increased pain/ little sore and achy and of couldn't walk without an walker/ unable to walk to couldn't walk without an walker/ unable to walk/dysfunctional/assist gait. Clinical course updated. Text amended accordingly. Additional information received on 03-aug-2018 from healthcare professional. Event verbatim updated for couldn't walk with out an walker/ unable to walk/dysfunctional/assist gait to couldn't walk with out an walker/ unable to walk/dysfunctional/assist gait/gait inability, pain to pain/arthralgia, swelling to swelling/ joint swelling